Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed that the device was actually powering on, but appeared not to be powering on because there were no voice prompts. Physio observed that the cause of the observed issue was due to the lid reed switch being stuck in the shorted position. There was no power failure with the device; however, without voice prompts, the device would not be able to be used by a lay user.